Manufacturer narrative:
The reporter indicated the lens was implanted (B)(6) 2019 and the problem was resolved. The cause of the event was unknown. The patient is happy. H6 - patient code: 3191 - secondary surgical intervention, lens repositioned claim # (B)(4).

Manufacturer narrative:
Age: unk. Sex unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.00/+3.0/087 (sphere/cylinder/axis), in the patients left eye (os). The patient experienced a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.